Manufacturer narrative:
At this time, pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that pt is experiencing a lot of pain especially when walking. A bone scan shows that the hip is wigging. Pt states that the pain started four months ago. Pt is reporting that she is to have revision surgery.